Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7079218, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient had a significant back pain related to the trial procedure. Patient went to the ER and was given tramadol to minimize the pain. Patient was doing well.